Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse was listening to the patient's heart rate when the device provided a shock. The patient's spouse received a shock to the jaw and the jaw was indicated to be sore for a bit. Follow up with the physician indicated that the shock was for atrial fibrillation with rapid ventricular response. The patient was noted to have been under exertion when the shock occurred. The device remains in use. No further patient complications have been reported as a result of this event.